Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient did not state when the alleged inaccuracy occurred but claimed to have obtained blood glucose results of ¿312, 287, 181, 169, 151 and 28 mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10 minutes after the alleged product issue started they developed symptoms of ¿shakiness, dizziness and blurred vision¿; symptoms which the patient self-treated with food and/or drink at 12:32pm on (B)(6) 2017. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate results with the subject meter.